Manufacturer narrative:
Section b5: additional information . Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received 30apr2019 reported the patient had a capsule study and colonoscopy. All diagnostic tests performed were inconclusive for determining a bleeding site. Patient's hemoglobin stabilized, had no further bleeding and was discharged home on 26apr2019. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 1 year, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented to an outside hospital on (B)(6) 2019 with complaints of leg weakness and hemoglobin of 7. The patient was transfused with two units of packed red blood cells (prbcs) and sent home. Patient presented again to hospital with guiac positive stools on (B)(6) 2019 and hemoglobin of 6.7. Patient was again transfused with two units of prbcs and transferred to (B)(6) hospital on (B)(6) 2019. Coumadin and asa were held. Patient had an endoscopy on (B)(6) 2019 that was normal. Patient had a colonoscopy on (B)(6) 2019 which found coffee ground stool melana. Further workup is being done. Patient's hemoglobin dropped to 6.5 on (B)(6) 2019. Patient treated with two additional units of prbcs. The event was reported as ongoing. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.